Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 4 years, 10 months and 8 days post tavr for a 23 mm sapien 3 ultra valve, the valve failed. There is workup currently being done to determine further action. Per follow up the valve had mild halt and calcification in the non-coronary cusp. The patient is experiencing progressive dyspnea on exertion. The gradient is 72/38 and the valve area index is 0.7.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The event for calcification was unable to be confirmed due to unavailability of the relevant medical record/ imagery (unable to identify calcification). However, it should be noted that review of provided medical record revealed stenosis and mild aortic regurgitation. The available information suggests that patient-related factors, including hyperlipidemia, may have played a role in the event. As noted in the provided medical record, the patient had hyperlipidemia, which was also mentioned in the technical summary as a contributing factor. The process of calcification involves interactions between calcium-containing extracellular fluid and membrane-associated phosphorus, leading to cellular calcification. Various patient-related factors can influence the onset and progression of calcification, potentially contributing to structural changes in the thv. These factors may include age, underlying health conditions, co-morbidities, and pharmacological interventions, such as renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus, among others. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.